Event description:
Patient that had implantable cardioverter-defibrillator experienced problems with their lead not functioning properly. Malfunctioning lead had to be surgically removed and replaced.